Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD) and leads. The patient presented with "pectoral twitch." It was discovered that the left ventricular (lv) lead had "advanced into the heart, where a large loop had formed in the pulmonary artery." The atrial lead was found to be "slightly retracted." The leads were repositioned. The patient confirmed that there was "manipulation" of the device by the patient. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿an unusual case of combined classic and reverse twiddler¿s syndrome.¿ canadian journal of cardiology. August 1 2013;29(8):1015-1015. Concomitant products: product ID 4194 implantable pacing lead; product ID mdt-ICD implantable cardioverter defibrillator (ICD). (B)(4).